Event description:
It was reported the hp052 was used with an lcsc5 during a laparoscopic nissen fundoplication. It was reported the surgeon was complaining about tissue effect during the surgery. The handpiece was replaced which seemed to worked and the case was completed with no pt consequence.